Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 20-feb-2017, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 04-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 1000 mcg/ml for a total dose of 255.3 mcg/day and bupivacaine 10 mg/ml for a total dose of 2.553 mg/day via an implantable pump for non-malignant pain and headache. It was reported on (B)(6) 2017 the patient called complaining of a positional/spinal headache similar to previous spinal headaches and pain and swelling at the midline catheter implant site. The patient stated the site feels "spongy" like fluid buildup. The patient was advised to come in for evaluation, aspiration, and a possible blood patch. On (B)(6) 2017 examination confirmed the symptoms and an epidural blood patch was performed at the catheter implant site. Aspiration of seroma at the catheter implant site was performed and 45cc of dark fluid was aspirated. The sample was sent for cultures. On (B)(6) 2017 the lab results showed no growth on cultures. The patient's baseline weight was not measured. The outcome of the spinal headache resolved without sequelae on (B)(6) 2017 and the outcome of the pain and swelling resolved without sequelae on (B)(6) 2017. The clinical diagnosis was spinal headache and increased pain and swelling at midline spine catheter implant site. The etiology of the event (spinal headache) indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related and related to surgery/anesthesia. The etiology of the event (pain and swelling) indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related (surgery/anesthesia). The event date was (B)(6) 2017. No further complications were reported/anticipated.